Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer by replacing the pump, providing instructions for returning the faulty pump, and confirming the shipping address. The customer did not have an available backup therapy and planned to contact their healthcare provider for further assistance.